Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was set to proper time and date. Monitored for two day. Unable to complete download report due to several alarms noted in the alarm history. Alarm noted due to corrupted history file. The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Program and delivered several boluses. No unexpected basals noted in history screen and no time change noted during testing. The insulin pump functioned properly. The insulin pump received with severely scratched lcd window, cracked lcd display window corners and cracked battery tube threads.

Event description:
It was reported that the blood glucose readings on the reports were incorrect, and the time had reverted back to am on its own without the customer intervention. The customer stated that the last couple of days the blood glucose have been very high. The site was changed three times and even after bolusing the glucose level did not drop. The carelink date was reviewed and found multiple basal rate changes taking place during the day, and the time still was switching from pm to am. The caller requested having the device replaced because the last time it happened the customer was hospitalized. No further information was provided.